Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The connector of the blower was found to be improperly plugged in, with one pin out of alignment. The temperature sensor connector was broken off of the main circuit board. The device was serviced and fully tested before it was returned to the customer. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.